Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a shaft break occurred. A 3.50 mm x 15.00 mm agent drug-coated balloon (dcb) was selected for treatment of in-stent restenosis (isr). During removal, the shaft of the balloon catheter fractured. The device was removed, and the procedure was successfully completed with another of the same device. There were no patient complications, and the patient fully recovered after the procedure.

Event description:
It was reported that a shaft break occurred. A 3.50 mm x 15.00 mm agent drug-coated balloon (dcb) was selected for treatment of in-stent restenosis (isr). During removal, the shaft of the balloon catheter fractured. The device was removed, and the procedure was successfully completed with another of the same device. There were no patient complications, and the patient fully recovered after the procedure.

Manufacturer narrative:
Device evaluation: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established. This code was selected as the most probable complaint cause based on the information available and the review conducted. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.